Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin break down and a yeast-like irritation under the electrodes from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient was in the emergency department, where the nurse applied an antibiotic to the irritation. Follow up with the patient's nurse at the nursing home confirmed that they applied differin cream to the patient's skin and the irritation improved.